Event description:
It was reported that the patient was activating their first pod and was unsure if the cannula properly inserted into the infusion site. When removed, the cannula appeared bent and upon inspection of the pod the pink slide did not move forward, indicating a needle mechanism failure occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula. No lot release records were reviewed, as the product lot number was not provided.